Event description:
Related manufacturer reference number: 3006705815-2021-04426, 3006705815-2021-04427, 3006705815-2021-04429. It was reported during a permanent implant procedure on (B)(6) 2021 two leads were placed and high impedances were observed. The physician requested two new leads and high impedances and autoreducing were also observed. The ipg was in the pocket site with port plugs and surgical intervention may take place at a later date.

Manufacturer narrative:
As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.